Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. The h6 method and results codes have been updated to coincide with the results of the fa evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device battery was dead and would no longer charge. No patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in three of the led indicators illuminating, indicating a partially charged battery. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in a cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component held an adequate charge, the battery relative state of charge was found to be 99 percent following successful calibration. Furthermore, multiple battery status flags that were present upon receipt, remained unchanged even after calibration. Despite showing the capability to charge, the noted abnormalities deemed the component faulty and the battery was scheduled to be returned to the vendor.

Event description:
It was reported to philips that the device battery was dead and would no longer charge. No patient involvement.